Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the drill would not spin when started. When the drill did start to spin, it overheated and burned her finger.

Manufacturer narrative:
Investigation results: the device was returned to aag for evaluation. Based on the information provided and the investigation of the devices it was determined that all instruments was within specifications. There were no indications of a material or manufacturing defect, nor were we able to provoke a malfunction during testing.